Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/30/2017 with the following findings: during investigation, the keypad cover was intact; no damage was observed. During testing, all of the keypad buttons were found to respond appropriately to button presses. The keypad cover was removed and no contamination was found under the button contacts. The pump was opened and there was no damage was found to the keypad connector or keypad flex cable. The complaint of a keypad button response issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.